Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated they received discrepant results for two patients tested with coaguchek xs professional meter serial number (B)(4). At 12:29 p.m., a sample from the first patient was tested using the meter, resulting with a value of 5.0 inr. At 12:29 p.m., a sample from the first patient was tested in the laboratory using neoplastin reagent (isi = 1.26) on a stago compact analyzer, resulting with a value of 3.2 inr. At 1:38 p.m., a sample from the second patient (female, age = (B)(6), date of birth = (B)(6), weight = (B)(6).) Was tested using the meter, resulting with a value of 4.6 inr. At 1:38 p.m., a sample from the second patient was tested in the laboratory using neoplastin reagent on a stago compact analyzer, resulting with a value of 3.2 inr. The first patient's therapeutic range is 2.5 - 3.5 inr. This patient's testing frequency is weekly. The second patient's therapeutic range is 2.0 - 3.0 inr. This patient's testing frequency is monthly.